Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and poor sensing post-operative. The lead was removed and replaced three days post implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6). (B)(4).